Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, a 16 mm amplatzer septal occluder (aso) was successfully implanted. On (B)(6) 2016, the aso was noted to have embolized to the left atrium at an unknown point in time post-implant. The aso was percutaneously removed with a snare on (B)(6) 2016. The patient was stable during and after the procedure.